Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain/ acute pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("general fatigue"), premature menopause ("early menopause"), loss of libido ("loss of libido"), thyroid disorder ("treatment for thyroid disorder"), tinnitus ("tinnitus"), chronic sinusitis ("inflammation in sinus area (chronic sinusitis)"), cough ("dry cough and productive cough without nasal discharge"), productive cough ("dry cough and productive cough without nasal discharge"), micturition urgency ("sensation of needing to urinate or no longer being able to hold in urine"), memory impairment ("lapses in memory"), headache ("headache"), renal pain ("kidney pain"), vaginal disorder ("vaginal farts") and arthralgia ("joint pain"). At the time of the report, the back pain, fatigue and arthralgia had not resolved and the premature menopause, loss of libido, thyroid disorder, tinnitus, chronic sinusitis, cough, productive cough, micturition urgency, memory impairment, headache, renal pain and vaginal disorder outcome was unknown. The reporter considered arthralgia, back pain, chronic sinusitis, cough, fatigue, headache, loss of libido, memory impairment, micturition urgency, premature menopause, productive cough, renal pain, thyroid disorder, tinnitus and vaginal disorder to be related to essure. The reporter commented: the patient required constant medical follow-up. She was under treatment. Fatigue and acute pain persisted. She was waiting for an intervention for the removal of essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.